Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. Based on the provided calibration and qc data, a general reagent issue was not suspected. The customer was not following the tube manufacturer's recommendation for centrifugation conditions which may have led to poor sample quality.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 60.87 mui/ml. The repeat results were 10000 mui/ml with a data flag, 83395 mui/ml with a dilution, and 85485 mui/ml with a dilution. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected.